Manufacturer narrative:
Photos received by our quality team for investigation. Upon visual inspection, damaged luer, and damaged barrel can be observed, therefore failure is confirmed. Possible root cause for damaged luer is associated with the assembly process, luer appears to have been broken after axial pressing. Damaged parts were improved. Possible root cause for damaged barrel is associated with the assembly process. Material jamming occurred in the reject flap and cylinder belt.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: damaged bd 3ml ls syringes. It seems that the barrel is damaged. Was the reported incident noticed before, during or after use? It was identified on the product packaging. Was there any harm to the patient/health worker? (Detail) no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: damaged bd 3ml ls syringes. It seems that the barrel is damaged. Was the reported incident noticed before, during or after use? It was identified on the product packaging. Was there any harm to the patient/health worker? (Detail) no.